Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided with the results of the investigation.

Event description:
During a tibialis tendon repair procedure, using a topaz microdebrider with integrated finger switch arthrowand, the wand allegedly sparked inside the pt's foot. The procedure was completed using a second arthrocare wand. There was no reported pt injury or adverse effect to the pt.